Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system receive a shock for ventricular tachycardia (vt) after the shock there was possible oversensing post shock and undersensing. It was noted that the smart pass was disabled. Another episode was evaluated where there was a wide complex tachycardia that eventually becomes organized and double counted, followed by shock that converts. An x ray showed good system position. The patient was noted to have a weak heart and is being considered for a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additional information was received, t wave oversensing was noted in a treated episode. Technical services (ts) recommended finding out symptoms and if it was a true ventricular tachycardia (vt) it was below the rate cut off. The shock converted the patient. This s-ICD remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system receive a shock for ventricular tachycardia (vt) after the shock there was possible oversensing post shock and undersensing. It was noted that the smart pass was disabled. Another episode was evaluated where there was a wide complex tachycardia that eventually becomes organized and double counted, followed by shock that converts. An x ray showed good system position. The patient was noted to have a weak heart and is being considered for a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additional information was received, t wave oversensing was noted in a treated episode. Technical services (ts) recommended finding out symptoms and if it was a true ventricular tachycardia (vt) it was below the rate cut off. The shock converted the patient. This s-ICD remain in service. No adverse patient effects were reported. Additional information was received, this patient received multiple inappropriate shocks. Technical services (ts) was consulted, discussed low amplitudes with qrs and t wave about the same size, smart pass disabled episodes present. Ts recommended troubleshooting options, this device was successfully reprogrammed. This s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system receive a shock for ventricular tachycardia (vt) after the shock there was possible oversensing post shock and undersensing. It was noted that the smart pass was disabled. Another episode was evaluated where there was a wide complex tachycardia that eventually becomes organized and double counted, followed by shock that converts. An x ray showed good system position. The patient was noted to have a weak heart and is being considered for a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. Additional information was received, t wave oversensing was noted in a treated episode. Technical services (ts) recommended finding out symptoms and if it was a true ventricular tachycardia (vt) it was below the rate cut off. The shock converted the patient. This s-ICD remain in service. No adverse patient effects were reported. Additional information was received, this patient received multiple inappropriate shocks. Technical services (ts) was consulted, discussed low amplitudes with qrs and t wave about the same size, smart pass disabled episodes present. Ts recommended troubleshooting options, this device was successfully reprogrammed. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system receive a shock for ventricular tachycardia (vt) after the shock there was possible oversensing post shock and undersensing. It was noted that the smart pass was disabled. Another episode was evaluated where there was a wide complex tachycardia that eventually becomes organized and double counted, followed by shock that converts. An x ray showed good system position. The patient was noted to have a weak heart and is being considered for a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.